Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper is a known complication of a peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Duodopa therapy started the week of (B)(6) 2017. It was reported that the patient was hospitalized for preventive change of tube. On (B)(6) 2020 the patient underwent laparotomy for a buried bumper and is undergoing oral treatment until the installation of the next tube. Patient was scheduled to have a mic key placed early the following week. It was reported (B)(6) 2020 that the mic key placement was postponed due to an infection associated with the buried bumper. Patient underwent peritoneal washing on (B)(6) 2020.